Event description:
It was reported to teleflex medical that during a procedure using a capio suture, the taper cut needle broke. Initial report stated that the break occurred on the outside of the patient and did not cause complications. Minimal additional surgery time required. Surgeon acquired another needle and finished out case. Patient is in fine condition.

Manufacturer narrative:
The remaining suture from the procedure was not saved for evaluation by the manufacturer. DHR evaluation is currently being performed and will be provided on a follow up report.